Event description:
The accounts maintenance stated that the head end casters will brake slightly but not hold, but the foot end casters brake and hold properly.

Manufacturer narrative:
The account has not completed repairs.